Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v161350, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that the patient programmer programming was lost. She had access to one program but used to have 4. The patient was also in the hospital for rectal bleeding. It was hemorrhoids causing this issue. Ever since the patient returned from the hospital programming had been absent. Emi could be related to the issue. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient noted that regarding steps taken to resolve the issue: the patient went to their doctor and they reprogrammed it for the patient.